Event description:
It was reported that the procedure was to treat an obtuse marginal artery. As a 2.25 x 15 mm xience alpine stent delivery system (sds) was being advanced to the lesion, the stent caught on a previously implanted stent in the left main. As the sds was being removed, the stent dislodged. Fluoroscopy revealed the stent implant was in the left main, still on the guide wire. A 2.0 x 8 mm mini trek balloon catheter was advanced through the dislodged stent and inflated. As the balloon catheter was being removed, the unspecified guide wire and unspecified guiding catheter also came out of the anatomy with the balloon catheter, however, outside the anatomy the dislodged stent was not on the balloon catheter. The guiding catheter was flushed and the stent implant was not in the guiding catheter. Fluoroscopy was performed again and the stent implant was found in the aorta just outside of the left main. An 8f sheath and short guiding catheter were advanced to the aorta and a snare device was used to successfully remove the stent implant. The patient was stable throughout the procedure. Although there were no adverse patient effects, there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to position or stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) . The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.